Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator had total loss of power, no alternating current (ac) and battery had lost charge. Device was not being used on a pt when malfunction occurred. Covidien customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the battery with customer owned battery. Device passed all tests.